Event description:
As part of a legal mediation effort on august 16th, 2013 intuitive surgical, inc. Received information including medical records of a patient who underwent a da vinci total hysterectomy with right salpingo-oophorectomy, lysis of adhesions, ablation of endometriosis implants and cystoscopy the surgeon's operative report for the surgical procedure of (B)(6) 2009 states that during the vinci total hysterectomy with right salpingo-oophorectomy,significant scarring from the patient's previous surgery and endometriosis were observed. The patient's cervix and uterus were removed without complications and the patient tolerated the procedure well. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. The patient ws discharged to home the next day on (B)(6) 2009. On (B)(6) 2009, the patient presented to her doctor's office and reported sudden onset of pain with intercourse the previous night. Examination, per medical chart, showed vaginal cuff dehiscence. The patient was admitted to the hospital for surgical repair. The vaginal cuff dehiscence was repaired laparoscopically on (B)(6) 2009. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. She ws discharged to home from the hospital on (B)(6) 2009. Medical records indicate the patient was doing well post-operatively.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. Review of the site's system logs for the reported procedure date of (B)(6) 2009 found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci total hysterectomy with right salpingo-oophorectomy. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.